Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: corrected: evaluation codes. Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Medical records received 17 june 2019 and were reviewed 03 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total left knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the depuy knee system and depuy bone cement x 2. The surgeon reported the tibial component was lifted out of the cement mantle very easily without any bone adhesion, and the bone cement was well-fixed to the bone. On (B)(6) 2019, the patient underwent a left knee revision due to loosening, and pain. The surgeon reported the femoral component was well-fixed and not revised. He noted a well-fixed patella and did not revise. The patient was implanted with attune tibial component and depuy cement x 2, and there were no complications reported with the procedure. Doi: (B)(6) 2016 dor: (B)(6) 2019 (lt knee).